Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for two patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the two samples, one had erroneous results for ft3 and the other one had erroneous tsh results. It was asked, but the date of the event is not known. This medwatch will cover the second sample tested for tsh. Refer to the medwatch with patient identifier (B)(6) for information referring to the first sample, which was tested for ft3. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on a cobas 8000 analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. The results from the investigation were provided to the customer. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The cobas 8000 analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 180809, with an expiration date of 06/30/2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 183222, with an expiration date of 09/30/2015. Investigations of the provided data have concluded that a general reagent issue can most likely be excluded. A specific root cause could not be determined based on the provided information. Upon comparing values generated by different types of analyzers, variances can be expected. For thyroid parameters, age, gender, and other characteristics are to be considered when analyzing measured values.